Event description:
It was reported that: patient has injuries sustained as a result of the implantation of a stryker rejuvenate hip replacement.

Manufacturer narrative:
This event is a duplicate of (B)(4). This event has been reported under MFR report for report #9616680-2012-00671.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker rejuvenate hip replacement neck.this event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
It was reported that: patient has injuries sustained as a result of the implantation of a stryker rejuvenate hip replacement.